Event description:
It was reported that during a routine fill, the port could not be accessed. The port was free floating and not attached to the fascia. The tubing was kinked and multiple pin holes were seen on the band tubing near the port. The port was replaced. The pt is fine.

Manufacturer narrative:
Date sent: 10/28/2009. Device was not returned for eval.